Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 45-year-old female patient who had essure (batch no. B34595) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adnexa uteri pain since (B)(6) 2015, chronic cervicitis since (B)(6) 2015, bleed in luteal cyst since (B)(6) 2015, abdominal pain, decreased appetite, dysuria, fever, dysfunctional uterine bleeding since (B)(6) 2013 and cervical cyst since (B)(6) 2013. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: ental anguish"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with paracetamol (acetaminophen), nsaid's and surgery (hysterectomy with bilateral salpingo-oopherectomy/). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: (B)(6) 2013:hysteroscopy, d&c, essure tubal ligation, thermachoice endometrial ablation, excision of cervical cyst. Thermachoice endometrial ablation was performed without complication. Removal details: (B)(6) 2015: robotic-assisted laparoscopic total abdominal hysterectomy, bilateral salpingooophorectomy, cystoscopy, and catheterization of the right ureter. As per mr removal date: (B)(6) 2015. Most recent follow-up information incorporated above includes: on 26-jun-2018: pfs and mr received. Reporter information added. Concomitant condition, treatment drug laboratory data, lot number were added. Added event abnormal bleeding (vaginal) , abnormal bleeding (menorrhagia), depression, mental anguish,. Updated onset date, outcome. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a 45-year-old female patient who had essure (batch no. B34595) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test." The patient's previously administered products included for an unreported indication: ibuprofen, depo provera and omeprazole magnesium. Concurrent conditions included adnexa uteri pain since (B)(6) 2015, chronic cervicitis since (B)(6) 2015, bleed in luteal cyst since (B)(6) 2015, abdominal pain, decreased appetite, dysuria, fever and cervical cyst since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: ental anguish"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with nsaid's, paracetamol (acetaminophen) and surgery (d and c, endometrial ablation and hysterectomy with bilateral salpingo-oopherectomy/). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysfunctional uterine bleeding, vaginal haemorrhage and menorrhagia was resolving and the menstrual disorder, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysfunctional uterine bleeding, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: (B)(6) 2013:hysteroscopy, d&c, essure tubal ligation, thermachoice endometrial ablation, excision of cervical cyst. Thermachoice endometrial ablation was performed without complication. Removal details: (B)(6) 2015: robotic-assisted laparoscopic total abdominal hysterectomy, bilateral salpingooophorectomy, cystoscopy, and catheterization of the right ureter. As per mr removal date: (B)(6) 2015. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2019: plaintiff fact sheet was received : event "dysfunctional uterine bleeding" was added. Outcome of the event "bleeding" was updated to recovering from unknown. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 45-year-old female patient who had essure (batch no. B34595) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adnexa uteri pain since (B)(6) 2015, chronic cervicitis since (B)(6) 2015, bleed in luteal cyst since (B)(6) 2015, abdominal pain, decreased appetite, dysuria, fever, dysfunctional uterine bleeding since (B)(6) 2013 and cervical cyst since (B)(6) 2013. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: ental anguish"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with paracetamol (acetaminophen), nsaid's and surgery (hysterectomy with bilateral salpingo-oopherectomy/). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details:22oct2013:hysteroscopy, d&c, essure tubal ligation, thermachoice endometrial ablation, excision of cervical cyst. Thermachoice endometrial ablation was performed without complication. Removal details:(B)(6) 2015: robotic-assisted laparoscopic total abdominal hysterectomy, bilateral salpingooophorectomy, cystoscopy, and catheterization of the right ureter. As per mr removal date: (B)(6) 2015. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 45-year-old female patient who had essure (batch no. B34595) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "plaintiff did not undergo confirmation test.". The patient's previously administered products included for an unreported indication: ibuprofen, depo provera and omeprazole magnesium. Concurrent conditions included adnexa uteri pain since (B)(6) 2015, chronic cervicitis since (B)(6) 2015, bleed in luteal cyst since (B)(6) 2015, abdominal pain, decreased appetite, dysuria, fever, dysfunctional uterine bleeding since (B)(6) 2013 and cervical cyst since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: ental anguish"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with paracetamol (acetaminophen), nsaid's and surgery (hysterectomy with bilateral salpingo-oopherectomy/). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details:(B)(6) 2013:hysteroscopy, d&c, essure tubal ligation, thermachoice endometrial ablation, excision of cervical cyst. Thermachoice endometrial ablation was performed without complication. Removal details: (B)(6) 2015: robotic-assisted laparoscopic total abdominal hysterectomy, bilateral salpingooophorectomy, cystoscopy, and catheterization of the right ureter. As per mr removal date: (B)(6) 2015. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2018: new pfs received- new event dysmenorrhea (cramping) and plaintiff did not undergo confirmation test were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and dysfunctional uterine bleeding ('dysfunctional uterine bleeding') in a 45-year-old female patient who had essure (batch no. B34595) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test.". The patient's previously administered products included for an unreported indication: ibuprofen, depo provera and omeprazole magnesium. Concurrent conditions included chronic cervicitis since (B)(6) 2015, bleed in luteal cyst since (B)(6) 2015, adnexa uteri pain since (B)(6) 2015, cervical cyst since (B)(6) 2013, abdominal pain, decreased appetite, dysuria and fever. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: ental anguish"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and hypersensitivity ("allergic reaction"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (d and c, endometrial ablation and hysterectomy with bilateral salpingo-oophorectomy/). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and hypersensitivity had resolved, the dysfunctional uterine bleeding was resolving and the menstrual disorder, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysfunctional uterine bleeding, dysmenorrhoea, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: (B)(6) 2013:hysteroscopy, d&c, essure tubal ligation, thermachoice endometrial ablation, excision of cervical cyst. Thermachoice endometrial ablation was performed without complication. Follow up on (B)(6) 2020: treatment was received for bleeding. Removal details:(B)(6) 2015: robotic-assisted laparoscopic total abdominal hysterectomy, bilateral salpingooophorectomy, cystoscopy, and catheterization of the right ureter. As per mr removal date: (B)(6) 2015 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: new event allergic reaction added. Outcome of events pelvic pain, abnormal bleeding (vaginal), abnormal bleeding ( menorrhagia) and allergic reaction were updated to recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (b)(46 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent a total hysterectomy and device removal). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and dysfunctional uterine bleeding ('dysfunctional uterine bleeding') in a 45-year-old female patient who had essure (batch no. B34595) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test.". The patient's previously administered products included for an unreported indication: ibuprofen, depo provera and omeprazole magnesium. Concurrent conditions included chronic cervicitis since (B)(6) 2015, bleed in luteal cyst since (B)(6) 2015, adnexa uteri pain since (B)(6) 2015, cervical cyst since (B)(6) 2013, abdominal pain, decreased appetite, dysuria and fever. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: ental anguish"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and hypersensitivity ("allergic reaction"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (d and c, endometrial ablation and hysterectomy with bilateral salpingo-oopherectomy/). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and hypersensitivity had resolved, the dysfunctional uterine bleeding was resolving and the menstrual disorder, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysfunctional uterine bleeding, dysmenorrhoea, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details:(B)(6) 2013:hysteroscopy, d&c, essure tubal ligation, thermachoice endometrial ablation, excision of cervical cyst. Thermachoice endometrial ablation was performed without complication. Follow up on (B)(6) 2020: treatment was received for bleeding. Removal details:(B)(6) 2015: robotic-assisted laparoscopic total abdominal hysterectomy, bilateral salpingooophorectomy, cystoscopy, and catheterization of the right ureter. As per mr removal date: (B)(6) 2015. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-may-2020: quality-safety evaluation of ptc. (Product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.